Event description:
Caller reported blood glucose results "in the 200s" mg/dl and 108 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.